Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to the ECG connector. The ECG connector was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation